Event description:
The problem is that the physicians are seeing microscopic fibers that are entering into the operative site (the eye), one pt required a second procedure to remove the foreign body. They're concerned about the pt safety issue and need to determine the source of the fibers. Sales rep has samples of the fibers that need to be returned for analysis by the quality dept.

Manufacturer narrative:
Five sample fibers, received from the customer, were sent to (B)(4) services and technology for microscopic examination and identification. Based on the results: at least two of the fibers analyzed appear to be coming from a source other than the suspect towels or gowns. The other three fibers could be coming from gown or towel, although the ubiquity of cotton/cellulose in surgery component items makes other sources possible as well. Corrective action from the towel MFR has not yet been forthcoming. The likelihood of fiber migrating from a surgical gown tie into a pt's operative site is considered highly unlikely. Complaint data will be monitored for any trends. As the cotton towel is a chosen component by the customer, there is always an option to select another synthetic towel with less possibility of shedding particles. The processing of towels reduces the linting possibility. Customers are aware of the fact cotton fibers, by nature, can shed. Cardinal health is filing as the convenience kit assembler.